Event description:
Device returned by hcp for analysis. Reported "no spinal fluid flow." No patient symptoms provided. Device replaced. A follow up report will be provided when additional information is received.